Event description:
The customer's mother reported that the customer was hospitalized with a blood glucose reading of 337 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The insulin pump alarmed no delivery prior to the event. The customer's mother stated that the customer has experienced discomfort at the infusion sites. The customer's mother also stated that the cannulas of the infusion sets have come out bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.